Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored one short atrial tachy response (atr) event showing possible farfield r-wave oversensing (ffos) causing inappropriate mode switch. The other lead parameters are all satisfactory. Routine follow up was recommended. The ICD system remains in service and there was no adverse patient effects reported.